Event description:
During a left total knee mako case today we made all the cuts with the straight saw blade attachment. Then switched to the angled saw blade attachment and finished out posterior chamfer and distal cuts with the robot. When going to trailing the femoral component did not fit on the cuts. First we noticed that the distal cut was off after using the planar probe on all cuts it was noticed that the distal and posterior chamfer cuts were both off by about 2-3mm. The surgeon did mention that when going back over the distal cut after cutting immediately he felt like the robot let him take more bone off the distal cut. But all straight blade saw cuts were on plan. The probe check passed on the standard saw blade since we were putting size 3 components in. The flexion gap seemed to be off due to this. All the straight angled cuts were on to the plan after checking the femoral array and verifying that the registration on the femur was still good. After the case was over I did attempt to find out what the problem was and checked the saw blade length on the distal cut and it was about 3.0mm. It would not pass. I also tried a new saw blade as well to make sure there was nothing wrong with the blade and it was around 2mm. I am requesting to replace the right angled saw attachment and the mics due to surgeon request. The surgeon had to put a 5mm augment on the tibia to fix the bad cut issue. The mps and the surgeon would like to get investigation results as soon as possible since this caused inaccurate implant placement and had to bail manual and put augments in. Tka case delayed for 30 minutes. Files were uploaded to robotic complaints s:drive as ¿(B)(6) medical center_(B)(6) 2017¿ no available x-ray or pictures from the case.

Manufacturer narrative:
An event regarding inaccurate resection during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 397 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There were other reported events for the listed catalog number (pr 1537088, pr1419895, pr1427242, pr1440996, pr1407370, pr1419895, pr1427242, pr1433496, pr1443555, pr 1449671, pr1516994, pr1528344, and pr 1549560). Conclusion: the session and vp log data from the case was reviewed. An analysis of the implant plan, femur checkpoint values, femur registration values, rio registration and verification values, bone preparation checkpoints values, and CT landmarks/patient landmarks was completed. The data at this time shows that all system verification values were within the accuracy tolerance region; no system defect or malfunction is suspected. Rio registration was performed only one time. Minor inaccuracies are often caused by a bumped base array mid-case. Bumping the array mid-case causes the system to lose accuracy between the robot arm and the patient. This loss of accuracy will result in a poorly fitting trial. If rio registration is performed at least twice, movement can be detected, otherwise, it cannot be detected. Base array movement cannot be proven for this case, but it is the most likely cause of the error.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a left total knee mako case today we made all the cuts with the straight saw blade attachment. Then switched to the angled saw blade attachment and finished out posterior chamfer and distal cuts with the robot. When going to trialing the femoral component did not fit on the cuts. First we noticed that the distal cut was off after using the planar probe on all cuts it was noticed that the distal and posterior chamfer cuts were both off by about 2-3mm. The surgeon did mention that when going back over the distal cut after cutting immediately he felt like the robot let him take more bone off the distal cut. But all straight blade saw cuts were on plan. The probe check passed on the standard saw blade since we were putting size 3 components in. The flexion gap seemed to be off due to this. All the straight angled cuts were on to the plan after checking the femoral array and verifying that the registration on the femur was still good. After the case was over I did attempt to find out what the problem was and checked the saw blade length on the distal cut and it was about 3.0mm. It would not pass. I also tried a new saw blade as well to make sure there was nothing wrong with the blade and it was around 2mm. I am requesting to replace the right angled saw attachment and the mics due to surgeon request. The surgeon had to put a 5mm augment on the tibia to fix the bad cut issue. The mps and the surgeon would like to get investigation results as soon as possible since this caused inaccurate implant placement and had to bail manual and put augments in. Tka case delayed for 30 minutes. Files were uploaded to robotic complaints s:drive as ¿(B)(6)_(B)(6)medicalcenter_(B)(6)2017¿. No available x-ray or pictures from the case.